Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by the right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the physician elected to upgrade this patient to a cardiac resynchronization therapy pacemaker (crt-p) device so this pacemaker was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full investigation. Later, this product was received and analyzed at boston scientific.

Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by the right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, the physician elected to upgrade this patient to a cardiac resynchronization therapy pacemaker (crt-p) device so this pacemaker was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for full investigation.

Event description:
It was reported that there was a stored atrial tachy response (atr) episode on this pacemaker. Technical services (ts) analyzed device episode data and found that there was loss of capture (loc) by the right ventricular (rv) lead. The rv capture threshold was running at approximately three volts. Threshold was reprogrammed in clinic to four volts. No adverse patient effects were reported. Currently, this pacemaker system remains in service.